Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator remote alarm was not functioning when the ventilator alarm activated. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturer's product support (pse) for assistance. The customer reported the ventilator main pcb board required replacement. Pse provided part information to customer to complete repair. No response received from customer for further information.